Event description:
During the premature ventricular contraction (pvc) procedure, there was a procedural delay due to contact force issues. In voxel mode, the contact force did not display and the force could not be reset. The catheter was reseated and the tactisys was replaced, but the issue remained. The catheter was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One bi-directional, curve d-f, tactiflex ablation catheter, sensor enabled was received for evaluation. Analysis of the returned log files indicated a lack of contact force during the use time of the device, consistent with the reported event. A "catheter not detected" error message was displayed when the returned device was connected to the tactisys quartz, consistent with the reported event. Further investigation revealed the error message was due to multiple fractures in the 19-pin connector flex circuit on the eeprom to pin 14 trace, consistent with the observed error message and with the reported event. The deformable body thermocouple met specifications during electrical testing and optical fibers 1-3 met specifications for optical properties. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The reported issue will continue to be trended.